Event description:
Patient presented with a red eye after 3 days of using complete moisture plus contact lens solution. The eye is currently being treated as a bacterial keratitis and there are no signs of a acanthamoeba infection. Route: ophthalmic. Dates of use: three days in 2007. Diagnosis or reason for use: contact lens disinfection. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: doesn't apply.